Event description:
Same case as MFR # 2134265-2012-01393. It was reported that during a percutaneous transluminal coronary angioplasty, a vessel dissection occurred. The 70% stenosed target lesion was located in the left anterior descending (lad) artery. The mid lad lesion was dilated with an 2.0x12mm maverick balloon at 8 atms for 10 seconds. The 3.0x38mm promus element stent was then implanted at 14 atms for 30 seconds, following deployment a stent edge dissection with no flow was noted on angiography. A 2.5x20mm liberte stent was deployed at 12 atms for 30 seconds in the distal lad at the area of dissection. Another dissection was noted following deployment of the 2.5x20mm liberte stent which was treated with a 2.25x16mm promus element stent at 10 atms for 30 seconds. The implanted stents were post-dilated with a 3.0x8mm non-bsc balloon at 18 atms for 14 seconds. Final angiography revealed well apposed stent was timi 3 flow. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - device not returned, therefore, analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).